Manufacturer narrative:
This report is being filed to provide in investigation: the device mitigates infusion of thromboemboli via the return/reservoir filter,which traps particles (clots) greater than 200 microns. All particles less than 200 microns enteringthe intravascular space are considered benign. Clots can generate downstream of thereturn/reservoir filter; however, chances are remote. The presence of the orange ac spike forverification of correct solutions and system prompts throughout the procedure reduce theoccurrence of inadequate extracorporeal anti-coagulation.root cause: based on the physicians' statements and clinical findings, the root cause wasdetermined to be the patient's physiology and/or disease state.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
During follow-up with the customer, they indicated that the patient condition is "restored" as well as the following information. Per the follow-up, the patient began to feel warm and sweat. No rash or dyspnea was present. Hsa was used for the exchange initially, then octaplas fresh frozen plasma (ffp) was used towards the end. An allergic reaction to the ffp was initially suspected as the cause of the symptoms and ranitidine, dimetindene, and prednisolone were administered. Customer laboratory controls showed a lactate elevation and a slightly elevated blood sugar. The patient was conscious, but disoriented (time, person, location) and showed fluid aphasia with sensory aphasia, paraphasia, and neologisms. Emergency relocation of the patient was conducted from the therapy apheresis department via the central emergency department of the university hospital to the neurological intensive care unit. Computed tomography of the skull revealed no evidence of a perfusion deficit or vessel rupture. Subsequently, an embolic infarction was detected cerebrally in all stromal areas 24 hours later by mr tomography. Per the customer, the cause of these symptoms is seen in a persistent foramen ovale (dd in the context of an exsiccosis). The symptoms developed back under forced volume and the closure of the patent foramen ovale was suggested to the patient. The patient is out of intensive care and is now back to his initial condition / status. The physician considered a failure of the set and of the spectra optia unlikely.

Manufacturer narrative:
Investigation: per the customer, it is not confirm if the patient had an allergic reaction since initially human serum albumin (hsa) was used for the procedure and octaplas fresh frozen plasma (ffp) was used towards the end of the procedure. The customer is alleging that device contributed to the reported injury, however they indicated that the failure of the set and of the spectra optia seems unlikely. Several departments, including the neurologists, are still trying to figure out why the stroke occurred. The attending physician also believed that patient was not well hydrated as they drank only minimally prior to the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that approximately 4 hours and 15 minutes into a therapeutic plasma exchange (tpe) procedure on spectra optia device, a patient experienced a stroke. Per the customer, the patient was conscious at the time of stroke and experienced some spatial cognition issues. Rinseback was performed and procedure was terminated. Per the physician¿s order, the patient was shifted to the intensive care unit (ICU) and tissue plasminogen activator (t-pa) was administered to the patient intravenously (IV) to re-establish cerebral blood flow in response to the ischemic stroke, a magnetic resonance imaging (MRI) was conducted and patient's hematocrit was also drawn. Test results indicated that the patient's hct became 53%from initially reported 45%.per customer follow up, it was found that the patient is 'out' of ICU and back to the 'initial' condition. Due to EU personal data protection laws, the patient's information is not available from the customer. The tpe exchange set is not available for return because it was discarded by the customer.